Event description:
It was reported that since implant, the patient had felt intermittent burning, stinging, shorting, and zapping a couple of times a week. The patient felt heating while charging and even felt heating when they were not charging their device. The impedances looked fine and the patient hadn't had any falls. The patient was feeling most of the sensations at the battery site but sometimes they felt a "pinge" a little higher up on their back, more in the lumbar area. The patient was advised to return home and document when they had intermittent stimulation, how they had intermittent stimulation, and the position at which the intermittent stimulation occurred and to follow up in two weeks. No interventions or outcome were reported regarding the event; follow up has been conducted, and if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n301597, implanted: (B)(6) 2011, product type: adapter. Product ID: 3487a, lot# l48305, implanted: (B)(6) 1998, product type: lead. (B)(4).